Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the ¿insulin was not as potent after the second day of supply usage¿. Customer's blood glucose (bg) was over 200mg/dl. Although requested, the customer declined troubleshooting and continued to use the pump for insulin therapy.